Event description:
The user facility reported that an employee obtained a burn after contacting a bottle of vaprox hc sterilant that had leaked in the packaging. It is unknown if the employees sought or received medical treatment.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. It should be noted that this specific model is not sold in the united states, so it is not in gudid.